Event description:
Litigation papers allege pain, serious injury, implant failure, and elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege pain, serious injury, implant failure, and elevated metal ion levels. Update received: (B)(6) 2014 - filled mapped to mw fields, amended products cup and head which were dummy products, added products: stem and taper sleeve, added surgeons, added hospital name, added hospital number, added patient age, added patient height, added patient weight, added patient activity level, added revision date, added implant date, added sales rep name, added sales rep number, added further reason(s) for revision: patient had a (B)(6) asr cup with a (B)(6) asr head. Taper adapter size is unknown. Primary hip was done at an outside facility, patient records were not available to locate original operative report. Surgeon reported signs of possible alval lesions. Cocr level of 8.0 in (B)(6) 2013, attached x-rays, attached invoice and added side hip: right. Hospital: (B)(6) center / (B)(6) hospital. Hospital number: (B)(4). Lot number c1wds1000 provided for stem is not coming up in system, so have left stem lot number as unknown.